Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction because the device was stuck in a windows update for several hours after a generator test. A field service engineer replaced the hard drive and configured the device to ensure proper synchronization. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on the "updating" screen for over an hour. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.